Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Consumer had never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("severe discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), rash ("excessive rashes") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal pain, alopecia, tooth disorder, rash and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, heavy menstrual bleeding, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: consumer had treatment (unspecified) for the events from her physician, but was unable to resolve them. Product removal date updated to (B)(6) 2016. As per pfs, discrepancy noted in date of insertion: (B)(6) 2011. As per pfs, discrepancy noted in date of insertion: (B)(6) 2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Consumer had never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("severe discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), rash ("excessive rashes") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal pain, alopecia, tooth disorder, rash and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, heavy menstrual bleeding, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: consumer had treatment (unspecified) for the events from her physician, but was unable to resolve them. Product removal date updated from (B)(6) 2016 to (B)(6) 2016. As per pfs, discrepancy noted in date of insertion: (B)(6) 2011. As per pfs, discrepancy noted in date of insertion: (B)(6) 2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea. Consumer had never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("severe discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), rash ("excessive rashes") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, heavy menstrual bleeding, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure administration. The reporter commented: consumer had treatment (unspecified) for the events from her physician, but was unable to resolve them.product removal date updated from (B)(6) 2016 to (B)(6) 2016. As per pfs, discrepancy noted in date of insertion: (B)(6) 2011 as per pfs, discrepancy noted in date of insertion: (B)(6) 2016. Product insertion date updated from (B)(6) 2011 to (B)(6) 2011. Product removal date updated from (B)(6) 2016 to (B)(6) 2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-may-2021: quality safety evaluation of ptc. 07-dec-2022:. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain /chronic pelvic pain, amongst non-serious events. Plaintiff underwent a surgery to remove the coils five years after the insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer had never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), rash ("excessive rashes") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure coils removal in (B)(6) 2016). At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, alopecia, tooth disorder, rash and dyspareunia outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, alopecia, tooth disorder, rash and dyspareunia to be related to essure. The reporter commented: consumer had treatment (unspecified) for the events from her physician, but was unable to resolve them. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain /chronic pelvic pain, amongst non-serious events. Plaintiff underwent a surgery to remove the coils five years after the insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.